Manufacturer narrative:
Concomitant medical products: en1dr01 ipg; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and ventricular standstill. It was also reported that the right atrial (ra) lead exhibited potential for atrial undersensing. It was further reported that the right ventricular (rv) lead exhibited oversensing leading to underpacing, a warning for out of range lead impedance in unipolar configuration, polarity switch and short ventricular-ventricular intervals. The ra and rv lead remain in use. No further patient complications have been reported as a result of this event.